Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02600. It was reported that patient experienced ineffective stimulation. Patient refused to have any programming changes. The full device system was explanted as a result. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.